Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint # (B)(4), record # (B)(4).

Event description:
It was reported that during intra-aortic balloon (iab) insertion the physician was unable to advance the iab. A new iab was used and the second catheter would not advance successfully either. A third catheter was utilized and increased from a 8fr to a 9fr sized catheter. There was no reported injury to the patient. This submission is for the 2nd iab used.